Event description:
The customer reported to olympus, the user facility was having repeated issues with the evis exera iii video system center and evis exera iii xenon light source recognizing 180 model scope series. According to the customer upon follow up, it has been a recent issue, however, information regarding specific dates and details for the previous instances are not available. The customer attempted to troubleshoot the issue but later decided to send the devices in to olympus for maintenance/evaluation upon recommendation. There were no reports of patient harm associated with this event. This event addresses the unknown previous instances for this subject device (model number cv-190; serial number (B)(4)). Related patient identifiers: (B)(6) (model number cv-190; serial number (B)(4)); (B)(6) (model number cvl-190 sn (B)(4)); (B)(6) (model number cv-190; serial number (B)(4)).

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. The unit failed the inspection due to a loose scope socket. During testing the video connector socket would not secure any paddles properly. All of the paddles were loose and disconnected with any slight movement. The receptacle will require replacing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a loose scope socket. Olympus will continue to monitor field performance for this device.